Event description:
Left arm vein thrombosis. Confirmed in sonogram on (B)(6) 2024. Not communicated in visit fu 1 on (B)(6) 2024) last chemo ((B)(6) 2024) was no longer administered via the port according to the patient. Outcome of the event: resolved, no sequelae. Resolution date: (B)(6) 2024.

Manufacturer narrative:
Device history record. As the batch number is unknown, no batch record review can be performed. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos/x-ray pictures of the complaint sample/observed defect were transmitted. - analysis of information received: the event occurred after more than 3 months of implantation. We have received the element hereafter: "is this event considered a pre-existing condition that has worsened? Yes". It allows us to affirm that patient factors have certainly led to the met incident. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample / the x-ray pictures for investigation and the batch number, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. However, according to the information received, we know that patient factors have certainly led to the met incident. Vein thrombosis is a known complication of the access port implantation, considered in the IFU. Several factors could be at the origin of thrombosis: -trauma to the vein, -catheter tip placed too high in the svc, -patient hyper-coagulability, -vein diameter too small compared to the catheter diameter (child, teenager...) -patient treatment. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video/x-ray picture, preventing the determination of the root cause of the met defect. Also, no batch number have been identified. Vein thrombosis is a known complication of the access port implantation, considered in the IFU and which is not due to a failure of the device itself. Here, this incident is certainly related to patient factors. This is a very rare incident ((B)(4)). No corrective action is envisaged.